Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuing elevated blood glucose (bg) levels with a high of 470 mg/dl with trace ketones. The customer did not know the cause of the high bg level. Reportedly, the customer¿s bg level was addressed with insulin injections. Recommendation was made to consult with health care provider regarding diabetes management.